Manufacturer narrative:
A review of the provided data indicated that the alleged sample is a low titer sample. The observed discrepancy is most likely due to the sample being a weak positive for flu a target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Based on the data analysis review, the product is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the unites states alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a positive result for influenza a (influenza b invalid, sars-cov-2 negative) when tested on cobas liat. The same sample was retested on the same cobas liat which yielded a negative result for all targets. The same sample was repeated again on a different cobas liat which also yielded a negative result for all targets the results were not reported. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.